Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One controller (B)(4) and one battery (B)(4) were returned for evaluation. One battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller and non-returned battery's manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. This is an additional observation not related to the reported event. The most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An investigation has been opened to address momentary disconnections. Brand name: heartware® ventricular assist system -battery, serial#: (B)(4), device available for evaluation?: no. Device evaluated by MFR? : no. MFR date: 30jun2016. Brand name: heartware® ventricular assist system -battery, serial#: (B)(4), device available for evaluation?: yes - returned to manufacturer on 28jun2017, device evaluated by MFR?: yes. MFR date: 031jul2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. Device available for evaluation? : no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 07/31/2017. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4).

Event description:
It was reported that the patient's power sources were changing from one to the other earlier than expected. The batteries and controller were exchanged with no reported consequence or impact to the patient. No further information was provided.